Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in row needle retraction failed. It was reported by the customer that we had an issue with a bd saf-t-intima 24g system on the weekend where the plastic piece that assist with removal of the guidewire broke off, requiring the nurse to pull the guidewire out manually. The resulted in a was a near-miss for nsi. Verbatim: we had an issue with a bd saf-t-intima 24g system on the weekend where the plastic piece that assist with removal of the guidewire broke off, requiring the nurse to pull the guidewire out manually. The resulted in a was a near-miss for nsi. Hoping you can look into this on your end to determine whether this was a one-off or whether this is a manufacturing flaw that could result in he need for suspending use of this device.